Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The physician attempted to treat the lad (left anterior descending) artery with a taxus liberte 2.5x20mm stent, but was unable to cross the lesion. The physician reported the "stent was slightly ajar and distorted". The procedure was completed with another unspecified device. There were no patient injuries or complications.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. A review of the manufacturing record for this batch showed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of this complaint is unknown. Device not returned for analysis.